Event description:
Caller reported that a pump malfunction occurred. Blood glucose level was not adversely impacted and did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and no further malfunction occurred after the reset. Customer was advised they could continue using the pump and to contact support if the issue recurred.